Manufacturer narrative:
Additional information was provided by the affiliate. The device was used for pre-dilatation and had been inserted into the patient twice. It is unknown if there was vessel tortuosity. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty encountered advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The shaft did not burst. The device did not kink during use and was easily and intact removed from the patient. There was no resistance/friction noted with the other devices. It is unknown how the procedure was completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6).

Event description:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, it was reported that a 6mmx10cm powerflex pro balloon was delivered and inflated at the lesion, but ruptured at 5 atmospheres (atm) at second dilatation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The lesion was heavily calcified. The rate of stenosis was 99%. After the lesion was crossed with a guidewire, the powerflex pro pta catheter was delivered to and inflated at the lesion. However, it ruptured at 5 atm during its second-dilation.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, it was reported that a 6mmx10cm powerflex pro balloon was delivered and inflated at the lesion, but ruptured at 5 atmospheres (atm) at second dilatation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no patient injury reported. The device was clinically used. The lesion was heavily calcified. The rate of stenosis was 99%. After the lesion was crossed with a guidewire, the powerflex pro pta catheter was delivered to and inflated at the lesion. However, it ruptured at 5 atm during its second-dilation. The device was used for pre-dilatation and had been inserted into the patient twice. It is unknown if there was vessel tortuosity. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty encountered advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The shaft did not burst. The device did not kink during use and was easily and intact removed from the patient. There was no resistance/friction noted with the other devices. It is unknown how the procedure was completed. The device was not returned for analysis. Review of lot 15929500 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (calcification and stenosis) may have contributed to the reported burst. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to the balloon damage resulting in burst. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.